Manufacturer narrative:
Received one device. Customer¿s reported problem, key pressed alarm, was verified by power up process. The cause is the keypad. Replaced the keypad to correct the issue. Cadd legacy device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed lec1720, key pressed alarm. The event occurred during testing and there was no patient involvement reported.

Manufacturer narrative:
B3: day of event unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.